Manufacturer narrative:
A beckman coulter field service engineer (fse) assisted the customer with troubleshooting the unicel dxc 600i synchron access clinical system. The customer replaced the modular chemistry (mc) sample probe to resolve the issue. The system performance was verified successfully. No further issue was reported after part replacement. A2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).

Event description:
Customer reported obtaining false low ise (ion selective electrode) patient results which include sodium (na), potassium (k), chloride (cl), carbon dioxide (co2), and calcium (ca) on their unicel dxc 600i synchron access clinical system. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics or patient data.